Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection.

Event description:
The insulin pump had a crack in the insulin pump. Customer noticed the crack two to three weeks ago. The insulin pump was not dropped or bumped. The crack starts in the casing at the top right-hand corner of display. Customer stated that the insulin pump is functioning fine. Customer advised the the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.